Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The target lesion was located in the distal left anterior descending artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement using a 3.00 x 12 mm taxus liberte stent, with 9% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with complaints of chest pain in the left chest wall associated with vigorous coughing and was hospitalized. Admission ECG revealed nonspecific st depressions with normal sinus rhythm. Cardiac enzymes were elevated and the patient was diagnosed with a mi and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and not on a study drug which was last taken in (B)(6) 2012. The patient was taking study drug at the time of the event, which was advised to be discontinued. No intervention was performed and the subject was managed medically for the event.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).